Event description:
The company was informed that the device positioner was extruding from the cochlear through the eardrum causing bloody drainage. Positioner was surgically removed w/o distributing the cochlear implant. The explanted positioner was returned to advanced bionics on (B)(6) 2012.